Manufacturer narrative:
Without the product being returned or reference to a lot number, its difficult to confirm this customer complaint because the failure is happening after they interact and sterilize the product. Inventory was not evaluated as the product failure noted by the customer is after the product has gone through sterrad. All product in inventory is pre-sterrad, so inspection of product will not confirm nor deny the customer complaint.

Event description:
The customer alleges that "handles failing to light when blades are attached." No other details were provided and no patient injury/harm reported.